Event description:
It was reported that the r-wave sensing value on the right ventricular (rv) lead was low. It was noted that the lead sensing value was low at the time of implant, four years earlier. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.